Event description:
The patient was admitted for removal of an optease filter that was in the inferior vena cava. A brite tip guiding catheter was delivered, up to 3cm, before the optease filter hook. A 10mm snare catheter was delivered through the brite tip and it caught the filter hook. However, resistance/friction occurred while attempting to withdrawal the filter into the brite tip. The devices were removed from the patient and the distal end of the brite tip was found frayed. Another brite tip was used and the procedure was completed without any further complications. There was no patient injury reported.

Manufacturer narrative:
This is one of two products involved with this adverse event in which associated manufacturer report numbers are 9616099-2011-00766 and 9616099-2011-00767. The patient was admitted for removal of a previously placed optease vena cava filter. A brite tip guiding catheter was delivered up to the optease filter hook through which a snare catheter was advanced which engaged the filters hook. However, resistance/friction occurred while attempting to withdrawal the filter into the guiding catheter. The devices were removed from the patient and the distal end of the guiding catheter was found frayed. Another brite tip catheter was used and the procedure was completed. There was no reported patient injury. A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 15394190 revealed no anomalies during the manufacturing and inspection processes. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause, no corrective actions will be taken at this time. Based on the information available, it appears that the difficulty experienced may have been caused by the operational context of the device and/or device interaction and is not related to a product quality issue.